Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump prime properly. No unexpected a33 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. No unexpected low battery alarm anomalies noted. Insulin pump received with broken reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that intermittently insulin squirts out from cannula when priming and piece of plastic missing has chipped off the reservoir was not flush now, 1/3rd of the body sticks out, insulin pump had motor error about every 6 months. Customer¿s blood glucose was unknown. Customer also mentioned that scratches on screen not hinder the view and insulin pump had diminished battery life. Insulin pump will not be return for analysis.